Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was verified the sample didn't present any damage,channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Also, while the plate was open, and the exit port closed, the plate was pressed to release the air and it was not possible, no leak was identified. Based on the present analysis, it is determined that the reported complaint is not duplicated and based on the information provided it couldn't be related to manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown neuro surgery on an unknown date and a reservoir was used. During use, air leakage occurred soon after negative pressure was applied. Another product was used with no problem. Further details are not provided. There were no adverse consequences to the patient.